Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: during investigation, there were reboots observed in black box. Battery cap was not returned with pump for investigation; a test cap was used for testing. Test cap attaches securely to pump. During duration testing reboots occurred. There was corrosion in battery compartment. Pump case cracked near top right corner of display pump leaks at crack in case. Pump opened and moisture damage found on pcb. Rebooting due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.